Event description:
At about 1 year and 3 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and I&d, and revised the gmk-sphere insert 10mm to a same size insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 february 2026. Gmk-spherika 02.12. E0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot 2405549: (B)(4) items manufactured and released on 21-mar-2024. Expiration date: 07-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review patient details root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.